Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Additionally, it was reported that this device was reused externally for the week the patient was an inpatient receiving intravenous antibiotics.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.